Event description:
It was reported that while positioning the device in the left renal artery, the stent partially deployed by about 2 mm. Another stent was used to cover the lesion in the desired position. There was no report of injury to the patient. The stent was to be used in a thoracoabdominal aortic aneurysm in a fenestrated stent graft procedure.

Manufacturer narrative:
The review of the manufacturing records performed show that no remarkable incidents related to the complaint occurred. The device has been returned. The evaluation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B)(4).